Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was alarmed an insulin flow blocked. The customer also reported that the insulin pump was swelling up the batteries when they change them. They had to use a knife to get it out. The insulin pump was overheating. There was nothing damaged on the insulin pump. It was noted that the issue was resolved after inserting a new battery. The customer¿s blood glucose level was unknown. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No excessive no delivery alarm noted. Device was visual inspected and no damage found at electronic assembly. No battery heating up during testing.